Event description:
During service of the unit a no volume delivered with all leds and constant single tone alarm condition was found. Replaced logic board and motor board due to high current, cause unknown. Also, replaced bridge recertifier to correct the failure mode.